Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged after the patient fell causing high thresholds and oversensing, which resulted in 4 inappropriate shocks. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.